Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (adjust belt and alarms) has been confirmed. Upon investigation the electrode belt failed an ECG fall-off test. The cause for the failure was isolated ECG 1 and 2, the -5volts was shorted to ground. The root cause for shorted component could not be positively identified. There was no adverse event that resulted from the damaged belt.

Event description:
A us distributor reported that an electrode belt was experiencing adjust belt messages and alarms.